Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer's blood glucose (bg) level was ranged from 248 to over 500 mg/dl. Reportedly, the customer changed pump supplies and used a manual injection to address bgs. The customer reverted to manual injections for insulin therapy.